Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedances. The impedances were noted to be 127 ohms. At this time, the lead remains in service and the patient is being monitored. No adverse patient effects were reported.